Manufacturer narrative:
Patient's weight was asked but unknown. Request was made to have the mouthguard return for evaluation; however, the patient still has the appliance. Once the appliance is returned and/or evaluation is completed, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced allergic reaction after using the astron clearsplints. The patient had blisters and sores on the gum and tongue areas where made contact with the mouthguard. Upon experiencing the reaction, the patient stopped using the mouthguard and the symptoms were cleared after a few days. The patient did not require treatment for the symptoms. The patient was reported to be ok. The patient has no known allergies. The patient has high blood pressure and diabetes. The doctor did not make any adjustment to the mouthguard. The patient cleaned the mouthguard using water and toothbrush.